Event description:
It was reported that allegedly a pta balloon ruptured at 22 atm during the second inflation while it was being used to dilate an av fistula in the patient's upper left arm cephalic vein. The tracking path was not extremely tortuous or calcified. There was no difficulty during advancement. The device was advanced through a 6f x 6cm introducer sheath over an 0.035" guidewire. After the rupture occurred it was observed that a portion of the balloon had fragmented and separated from the rest of the device. The fragmented portion of balloon was removed through the sheath. According to the physician there did not appear to be any other pieces that had separated from the balloon. No patient injury.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unknown. The complaint sample has not been returned, and the investigation is currently underway.